Manufacturer narrative:
Correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported it took them 6 hours to charge their implant last night. Patient mentioned they were recently implanted. Patient stated that the device is not charging right. Patient also stated that everyday, it took them several hours to charge their implant with either good or excellent connection. Agent asked if the patient still had bandages on the implant site and the patient said no as they came off last thursday. Patient was able to connect to charge with 100% excellent quality. Patient confirmed they were on speed 4. Agent reviewed information; everything appears to be working as intended and instructed to monitor the issue. Patient was redirected to their healthcare provider to further address the issue. .